Event description:
The customer reported, this right ventricular pacing lead was capped and surgically abandoned due to low impedance measurements around 250 ohms. A new lead was successfully implanted. No adverse pt effects were reported. The device was actively implanted for approximately 6 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were retrieved. No trend of the same or similar type was found or indicated.